Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit booted to an error, though the x-y printed circuit board assembly was replaced and calibrated as a preventive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
(B)(4)-it was reported that the programmer booted to a system error. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.